Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "avulsion fracture right foot," deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a non serious events of "headache, unspecified", "mild jaw pain, unspecified" and ¿unspecified left and right-not injection site mild jaw pain¿ eight months after the patient was injected in the temples with juvéderm voluma® xc. Six months later, patient experienced a non-device related serious event of avulsion fracture right foot. No treatment was provided. Events have resolved.